Manufacturer narrative:
Visual analysis of the returned device identified deformation, fold creases, white particles on shell, and cloudiness in the gel observed after autoclave disinfection cycle. Weight measurement of the device identified device weight was within specification. Micro analysis was performed and identified wear abrasion. Based on the device analysis the final assessment was no observations found related with the complaint reported by the physician.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade IV. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade IV. Device was explanted.